Manufacturer narrative:
(B)(4).

Event description:
It was reported that during isometrics, noise was observed. It was found that the pin was not fully inserted during the generator upgrade. The pocket was reopened and the lead was reconnected. The patient was in stable condition.